Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. These cases were not reported to ethicon previously. Does the surgeon believe that ethicon products (ethibond suture, pds ii suture) involved caused and/or contributed to the post-operative complications described in the article? We believe that it was the non-absorbable property of the suture that contributed towards the suture erosion, rather than the particular suture. Does the surgeon believe there was any deficiency with the ethicon products (ethibond suture, pds ii suture) used in this procedure? We do not believe there was any deficiency with the ethibond suture used in this procedure. Citation: international urogynecology journal. Doi: https://doi.org/10.1007/s00192-019-03952-7. (B)(4).

Event description:
It was reported via journal article: title: mesh-related complications of laparoscopic sacrocolpopexy. Author/s: georgina baines, natalia price, helen jefferis, rufus cartwright, simon r. Jackson. Citation: international urogynecology journal. Doi: https://doi.org/10.1007/s00192-019-03952-7. The aim of this study is to establish the incidence of complications following laparoscopic sacrocolpopexy. This retrospective cohort study involves a total of 660 female patients (mean age: 65 years; age range: 32¿90 years; mean bmi: 27; bmi range: 19¿51 ) who underwent laparoscopic sacrocolpopexy between november 2005 and december 2017 (median time from surgery 4 years 3 months). A type 1 lightweight, polypropylene, non-absorbant, microporous, monofilament, y-shaped mesh is sutured to the posterior vaginal wall. Initially in this cohort, the suture used was a non-dissolvable, polyester 2¿0 suture (ethibond; ethicon). However, following cases of suture exposure before 2010, they were subsequently changed to slowly dissolvable, polydioxanone, monofilament 2¿0 sutures (pds; ethicon). Reported complications included vaginal mesh exposure (n-2) which were successfully managed conservatively with topical oestrogen, and vaginal mesh exposure with vaginal discharge and discomfort (n-2) and vaginal mesh exposure with bleeding at 17 months and dyspareunia at 6 years (n-1) which required surgical excision of the mesh, suture erosion (n-3) with 1 patient also having dyspareunia (n-1), in which 2 patients were successfully managed with trimming of sutures with topical oestrogen and oral antibiotics, and 1 patient were managed with vaginal suture excision, suture erosion with bleeding and discharge, and mesh exposure (n-1) in which 2 sutures in the vagina was removed and removal of mesh, hematoma at vaginal vault (n-1) which was managed conservatively. In conclusion, this large series suggests that laparoscopic sacrocolpopexy might confer a low risk of mesh exposure. Together with good anatomical and patient-reported outcomes, laparoscopic sacrocolpopexy is a safe option for patients presenting with posthysterectomy vault prolapse.